Manufacturer narrative:
Product ID: (B)(4) lot# va0093k serial# implanted: (B)(6) 2014 explanted: (B)(6) 2014 product type lead product ID (B)(4) lot# va00dgs serial# implanted: (B)(6) 2014 explanted: (B)(6) 2014 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: va0093k, ubd: (B)(6) 2016, UDI#: (B)(4); product ID: (B)(4), serial/lot #: va00dgs, ubd: (B)(6) 2016, UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said within a year of having their ins implanted in 2014 something didn't work correctly so pt saw their pain specialist, who referred them to a neurosurgeon and they had their ins and leads replaced by them.